Manufacturer narrative:
(B)(4).

Event description:
It was reported that coating issue occurred. The chronic total occlusion (cto) target lesion was located just above the trifurcation vessel below the knee. After a 182cm v-14 controlwire crossed the lesion, a support catheter was advanced over the wire. After a couple of manipulations, it was decided to change to a stiffer wire. However, when the wire was removed, it was noticed that the covering on the tip of the wire was loose. The procedure was completed using a victory guidewire. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The unit returned has the distal tip damaged, as part of overall visual revision. The returned device matches with upn provided by the customer. The device has the distal tip kinked and part of the polymer detached in the distal tip , however the distal tip end was returned, also it has the wire kinked in the middle of the device. The overall length couldn't be measured due to the device condition (distal tip kinked and part of the polymer detached in the distal tip). Outer diameter (od) of the distal tip couldn't be measured due to the device condition (distal tip kinked and part of the polymer detached in the distal tip). Od middle of the device was within specification. Od proximal section was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. The chronic total occlusion (cto) target lesion was located just above the trifurcation vessel below the knee. After a 182cm v-14¿ controlwire® crossed the lesion, a support catheter was advanced over the wire. After a couple of manipulations, it was decided to change to a stiffer wire. However, when the wire was removed, it was noticed that the covering on the tip of the wire was loose. The procedure was completed using a victory guidewire. No patient complications were reported and the patient's status was stable.